Manufacturer narrative:
An event regarding acetabular loosening involving an tritanium shell was reported. The event was confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated that x-ray confirms loosening of the cup but deemed the information insufficient and rejected it for a medical review. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the reported event about loosening of the cup was confirmed by a clinical consultant but the exact cause of the event could not be determined because the devices were not returned for evaluation and insufficient information was provided. A CAPA trend analysis was conducted for the reported failure mode and concluded loosening may result from other factors not necessarily related to the device. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient presented with hip pain and a loose cup, black staining was apparent around the stem trunnion and on the inside of the 32 mm + 4 head.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Patient presented with hip pain and a loose cup, black staining was apparent around the stem trunion and on the inside of the 32mm +4 head.